Event description:
It was reported that the trocar broke in half while the doctor was cleaning it during a procedure. The procedure was completed successfully without any delay. There was no medical treatment or intervention and no adverse consequences associated with this event.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. Examination of the returned device did not reveal evidence of clinical use. Approximately 1/3 of the obturator shaft was broken and detached from the rest of the shaft; therefore, the reported issue was substantiated. The results of the investigation substantiated the reported issue as the device was observed to have a detached obturator tip. It is possible that the plastic shaft impacted a hard object with force beyond its validated parameters or experienced excessive lateral force. The instructions for use reprocessed applied medical endoscopic trocars and cannulas states: "careful handling of instruments is necessary to avoid damage or breakage." "Inspect the instruments for any damage. Do not use the instrument if any damage is noted. Return the instrument and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery." A review of the lot control sheet (lcs) indicated that all required inspections and tests were conducted on all devices in the lot in question indicating that the instrument was in working condition when released from stryker® sustainability solutions. The reported event is not occurring more frequently or with greater severity than is usual for the device.